Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 482 mg/dl. The customer stated that his numbers have been high lately. The customer was assisted with programming the pump. The customer stated that his rates go from 4pm and then stop. The customer declined to troubleshoot for high readings. The customer was advised of the two high blood glucose rules.